Manufacturer narrative:
The unit was returned and was tested using our standard operating procedures. We were unable to confirm the customer complaint of an "over temperature" alarm; the unit performed according to our specifications upon receipt. We were unable to investigate the disposable set as it was discarded at the hospital. Upon reviewing past shipping records, we were unable to conclusively determine the lot number of the disposable set and therefore unable to further investigate. The user facility has been contacted for additional information about the event and status of the patient, but has not yet responded to our requests. Without further information, it is difficult to determine what occurred in this incident. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
The user facility reported that the unit exhibited an "over temperature" alarm during a case involving a patient. The disposable set was discarded due to blood contamination.